Event description:
Medtronic received information that this arterial cannula exhibited a leak. This leak was observed prior to putting the patient on ECMO support. The cannula was changed out with no reported adverse patient effects.

Manufacturer narrative:
Analysis: visual inspection shows a slight ink or bend in the cannula body, approximately 1.5 inches from the distal tip. In the same area as the bend, a split in the cannula body was observed above a spring wind. In addition, 3 small indentations were observed on the cannula body adjacent to the split/leak area. The split was significant enough to expose a spring wind. Microscopic evaluation of the split identified no body fluid residue. However, performance testing identified a leak at less than 38mmhg. Review of the device history record could not be performed as product specific information was not provided. Conclusion: reduced performance of the device occurred and was related to the event. Analysis confirmed a split occurred in the cannula body, exposing the spring wind. Analysis could not determine when the split occurred, and no body fluid residue was observed at the leak path. The product was changed out with no reported adverse patient effects. Medtronic continues to monitor field performance to detect similar events.